Event description:
Reportedly, during an interrogation with the orchestra plus link, a message was displayed indicating that communication was lost, although the device was not moved and no particular action was performed on the associated programmer. The interrogation was therefore completed with the telemetry head.

Event description:
Reportedly, during an interrogation with the orchestra plus link, a message was displayed indicating that communication was lost, although the device was not moved and no particular action was performed on the associated programmer. The interrogation was therefore completed with the inductive head.

Manufacturer narrative:
Please refer to the attached analysis report.